Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, no complications were reported with the procedure. The patient was seen several times post-procedure, with the most recent appointment on (B)(6) 2007. No patient complaints were reported and the examinations were normal. The patient has not since been seen. All other information is unknown and unavailable.